Event description:
Received information from a diabetes educator stating a patient was admitted to the hospital for dka. It was reported that patient had been experiencing high bg issues for about a week without notifying tandem.

Manufacturer narrative:
During troubleshooting with patient it was identified that patient had purchased a new refrigerator and realized that her insulin might have become frozen. Also during further conversations patient, indicated that she was seeing air bubbles in the tubing. No product has been returned for evaluation. Should new information become available a follow up MDR will be submitted.